Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room due to cardiac arrest. Device interrogation confirmed normal device function. A review of the device data identified noise on the atrial and right ventricular channels with similar morphology. The noise on the atrial channel had larger amplitude which was intermittently sensed. The patient was being transferred to the catherization laboratory and will also continue routine follow up visits. Efforts to obtain additional event information were unsuccessful. No additional adverse patient effects were reported.